Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? Was this an elective or emergent procedure? Was the wound contaminated prior to surgery (temporal injury)? What was the date of the procedure? What tissue was the pds ii suture used on? How was the suture placed (interrupted or continuous)? What post op date did the patient present with ¿unusual purulent secretion¿? Were any cultures taken of the area? What are the results? What medical intervention was performed to treat the ¿purulent secretions¿? What are the patient age, weight, gender, past medical history? Can you identify the product code and lot of the pds ii suture that was used? What is the current condition of the patient? Can you provide the mir response provided?

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. On unknown post procedure, the patient experienced purulent secretion in the area of suture in the temporal context of the suture. The surgeon opines a possible contact sensitization of the suture. Additional information has been requested.